Manufacturer narrative:
Investigation summary : bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to clotting were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure, clotting, because the defect was not evident in the testing of the customer lot samples. Visual evaluations of both retain and control samples for clotting demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed with respect to clotting. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to clotting were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the tube cit plh 13x75 1.8 plbl ce l/bl .129 there was clotting/micro clots/fibrin clots. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: there was "blood that had coagulated in some tubes."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the tube cit plh 13x75 1.8 plbl ce l/bl .129 there was clotting/micro clots/fibrin clots. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: there was "blood that had coagulated in some tubes."